Event description:
According to the patient, he needed to go to the hospital and did experience adverse health consequences because of the event. He reported he experienced shortness of breath. He claims that he called his girlfriend, and she came and took him to the hospital. When he arrived at the hospital his stats were low 80's. He stayed in the ER for 4 hours for observation and received supplemental oxygen. He reported that he went to the bathroom and when he returned his machine would not work. There were audible and visual alarms at the time of the event. He does have a history of breathing difficulties and on o2 24/7 at level 2. Currently he is doing well and received a replacement unit the next day.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.